Manufacturer narrative:
The endoscope controller (ec) has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Visual inspection, no issues were found that is related to the report issue. The video processor (vp) was installed on a golden system (is 4200), where the reported failure was triggered on the video camera algorithm processor (vca) 1 of the dual window appliance (dwa) board by faults indicated on the vp, successfully replicating the reported event. The golden system was then subjected to a series of video tests: a 10-minute sine cycle, 10 power cycles, and a 2 hour idle period. After completing these tests, the system error logs were reviewed, which confirmed the dwa board as the source of the fault. Based on these findings, fa concluded that the dwa board on the vp was the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the surgical view was twitching on all screens. The site replaced the endoscope and restarted the system, but issue persisted. An intuitive surgical, inc. (Isi) technical support engineer (tse) found the error pattern 48314/48351 pointing to communication between video processor (vp) and endoscope controller (ec) in the logs. The tse asked the user to replace the endoscope and to power cycle the system, the behavior remained. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the video processor (vp) and endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did not receive the da vinci products involved with this complaint to perform failure analysis.